Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing possible hv lead issue. Low, out of range, high voltage impedance measurements were observed on the lead. Lead was capped and replaced. Patient is doing fine post-procedure.